Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the active meter, compared to hospital's meter, within 10 minutes: 285 mg/dl (active meter) and 116 mg/dl (hospital meter). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.